Manufacturer narrative:
(B)(4).

Event description:
It was reported that a potential non reportable event of no data related to the mobile application was reported . Data was evaluated and the allegation was confirmed as signal loss over one hour. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No injury or medical intervention was reported.